Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, lead; date of implant: (B)(6) 2007; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high threshold and high bipolar pacing impedance. It was noted the bipolar impedance has been rising gradually to the current out-of-range/high level. The lead remains in use. No patient com plications have been reported as a result of this event.